Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Should additional info become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the packaging was not sealed with ribbon presenting to left side overlapping the outer seam.